Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
An international distributor contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, the patient removed the sensor on the date of insertion and the sensor wire was not initially located so it was reported that the sensor wire potentially remained in the skin. The sensor wire was later found attached to the adhesive patch. The distributor reported that medical intervention was not required. At the time of the call to dexcom technical support, the distributor reported that the patient was in fine condition.